Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was admitted to hospital with ketoacidosis (B)(6) 2015. Ketones 5.8, blood glucose level 49 mmol/l. Customer was dehydrated after throwing up. Mother went through the issue with hospital and concluded that meter does not store all blood glucose levels and not all insulin seems to have been delivered after testing blood glucose and entering carbs. Insulin delivery was programmed through the meter. A request was made for the return of the device.